Event description:
A home patient contacted baxter's product surveillance department to report the notation of pinholes in several of their patient line extension sets. Reportedly, the home patient utilizes 2 extension sets in combination with their homechoice set for therapy. During prime, leakage was noted from both of the extension sets, upon closer examination pinholes were noted all oaver both of the sets. The home patient setup with new supplies, and encountered the same issue. The home patient then went on to examine an additional 4 extension sets and found pineholes in those as well. The home patient discontinued used of that lot of patient line extension sets. No animals had access to the upplies prior to, or during, therapy. No damage was noted to the carton and overpouches in which the extension sets were delivered. No patient injury or medical intervention was associated with this issue per the home patient.